Manufacturer narrative:
Findings: pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he had excessive no delivery alarm. Customer's blood glucose was 323 mg/dl. The customer declined to troubleshoot. The customer stated that he tried all recommendation. The customer was advised that the insulin pump would be replaced.